Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, several episodes of post-sensed t-wave oversensing were noted on an implantable cardioverter-defibrillator. Programming changes were recommended. The patient was stable.

Event description:
Additional information received noted that the patient presented remotely via merlin.net. Upon reviewing the most recent transmissions and the post-sensed t-wave oversensing again, the t-waves were found to be a little bigger. The implantable cardioverter-defibrillator was reprogrammed on 3/23/2020. The patient was stable.